Manufacturer narrative:
Initial reporter phone# (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8289584. Medical device expiration date: 2023-10-31. Device manufacture date: 2018-10-16. Medical device lot #: 8316814. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-11-12.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml ll s/su experienced difficulty connecting to the mating component. The following information was provided by the initial reporter: it was reported difficult in attaching the syringe in the luer, apparently there is plastic that hinders the needle to connect in the syringe.

Manufacturer narrative:
Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found. The samples were analyzed and it was possible to identify a small deformity in the first thread of the luer lock (nozzle of the syringe). This deformity was causing the difficulty of coupling the equipment to the syringe. We evaluated the press and the mold and we found out a gap in the mold rack assembly (device used to unload the nozzle from the syringe). CAPA#(B)(4) was initiated.

Event description:
It was reported that an unspecified number of syringe plastipak 20ml ll s/su experienced difficulty connecting to the mating component. The following information was provided by the initial reporter: it was reported difficult in attaching the syringe in the luer, apparently there is plastic that hinders the needle to connect in the syringe.